Event description:
The consumer called into customer care to report, "...that emts were called yesterday (B)(6) 2015, after he was found unresponsive by his housekeeper. The consumer was not able to provide any information regarding test results nor could he provide any further information regarding this event while he was being treated in the emergency room. It was discovered the consumer lost six (6) teeth and suffered a broken nose during the fall. It was also discovered that the consumer had pneumonia. Consumer stated his housekeeper arrived around 3 pm and found him on the floor between the wall and his bed. She pressed a button on a lifeline device the consumer wore and the emt's were immediately notified and came to his house. Consumer does not recall very much of the incident. He did overhear the emt's state that their unk meter read a bg of 23 while his nml read 261 around the same time. The emt's administered an IV of glucose and the consumer stated that apparently he was combative with the emt's but he does not remember this. He was transported in an ambulance to (B)(6) hospital and his pump was suspended during the trip. In addition to the IV of glucose, consumer was given apple juice and crackers and then tested several times after with hospital meters and the consumer reported that his bg slowly rose to normal levels but he does not recall specific results.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020414147, expiration date: 5/2016, control solution: none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.